Event description:
It was reported during a diagnostic endoscopic retrograde cholangiopancreatography the distal cover fell off and was not recovered. This led to a surgical prolongation of less than 30 minutes. There were no reports of patient harm and the procedure was completed using a back up device. This report is related to patient identifier(B)(6).